Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg was unable to capture in dual chamber (ddd) mode. The epg passed incoming tests with no anomalies found. The hanger assembly was noted to be broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to capture in dual chamber (ddd) mode. There was no patient involvement.